Event description:
Device malfunction: advancement of the thumb advancer/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of an unspecified vessel using the starclose device after an unspecified procedure. Reportedly, the thumb advancer would only advanced 50 percent of the distance and the clip could not be fired. The device was removed with slight force. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.